Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/thin metallic wire fragment embedded in the uterus with the tip protruding from the serosa.'), device dislocation ('migration of implant/foreign body in uterus sequela/malpositioned essure/a tip of the device was seen protruding through the serosa on the right side.') And embedded device ('the essure device was found to be embedded in the brad ligament') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine cervical metaplasia, nabothian cyst, pelvic pain female and partial expulsion of device. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("they just found part of my essure coil in my uterus"), pelvic pain ("pain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy, essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, embedded device, device expulsion, pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, device breakage, device dislocation, device expulsion, embedded device and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of birth (B)(6) 1984. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: -fragment of wire embedded in the serosa. -cervix with squamous metaplasia and nabothian cysts. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: new event: "embedded device" , medical history, lab data, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant') and device dislocation ('migration of implant') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("they just found part of my essure coil in my uterus"), pelvic pain ("pain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy, essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, device expulsion, pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, device breakage, device dislocation, device expulsion and pelvic pain to be related to essure. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: they just found part of my essure coil in my uterus and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Device dislocation and device are anticipated in the reference safety information for essure. In this case, the exact time point and mechanism of device dislocation and breakage are not known, however, considering their nature, events were considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis resulted in an unconfirmed but plausible quality defect and a relationship with me reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality safety evaluation received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation) and fracturing of implant (device breakage), amongst non-serious events. Plaintiff underwent hysterectomy and essure removal more than five years after insertion. Device dislocation and device are anticipated in the reference safety information for essure. In this case, the exact time point and mechanism of device dislocation and breakage are not known, however, considering their nature, events were considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis resulted in an unconfirmed but plausible quality defect and a relationship with me reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device breakage ("fracturing of the implant") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("pain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy, essure removal on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, device breakage, pelvic pain and abdominal distension outcome was unknown. The reporter considered device dislocation, device breakage, pelvic pain and abdominal distension to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation) and fracturing of implant (device breakage), amongst non-serious events. Plaintiff underwent hysterectomy and essure removal more than five years after insertion. Device dislocation and device are anticipated in the reference safety information for essure. In this case, the exact time point and mechanism of device dislocation and breakage are not known, however, considering their nature, events were considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.